Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported test strips were not returned, and a valid serial/lot number was not provided for the test strips. Dhrs (device history review) for the neo meter optium freestyle were reviewed and the dhrs showed the neo meter optium freestyle passed all tests prior to release. Dhrs (device history review) for the freestyle strip were reviewed and the dhrs showed the freestyle strip passed all tests prior to release. Clinical data was reviewed and confirmed that the freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance that could lead to the complaint. A tripped trend review was completed for the reported complaint and the freestyle strips, and the review did not identify any trends that would indicate any product related issues related to this complaint. If the test strips are returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A grandmother, who is also an hcp, reported that ketone readings could not be obtained on their grandchild's adc meter, due to the meter turning on with button press, but not with test strip insertion. The grandchild has glut1 deficiency, so ketones must be measured regularly and he/she must present to the hospital if ketone levels drop below a certain level. As the ketone reading could not be obtained on the meter, the child subsequently experienced seizure(s). The child was administered unspecified oral treatment at home and then taken to the hospital, where they were observed. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A grandmother, who is also an hcp, reported that ketone readings could not be obtained on their grandchild's adc meter, due to the meter turning on with button press, but not with test strip insertion. The grandchild has glut1 deficiency, so ketones must be measured regularly and he/she must present to the hospital if ketone levels drop below a certain level. As the ketone reading could not be obtained on the meter, the child subsequently experienced seizure(s). The child was administered unspecified oral treatment at home and then taken to the hospital, where they were observed. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter did not power on with strip insertion. De-cased the meter and performed a visual inspection, observed corrosion caused by liquid contamination in strip port, indicating improper usage by the user. No malfunction or product deficiency was identified.

Event description:
A grandmother, who is also an hcp, reported that ketone readings could not be obtained on their grandchild's adc meter, due to the meter turning on with button press, but not with test strip insertion. The grandchild has glut1 deficiency, so ketones must be measured regularly and he/she must present to the hospital if ketone levels drop below a certain level. As the ketone reading could not be obtained on the meter, the child subsequently experienced seizure(s). The child was administered unspecified oral treatment at home and then taken to the hospital, where they were observed. No further treatment was reported. There was no report of death or permanent impairment associated with this event.